Event description:
Device was programmed to ddd to safer mode at implant, during the routine follow-up, a loss of atrial capture was observed in safer mode. In ddd mode, capture was seen. The pt is being considered for lead re-positioning. The pacemaker remains implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states FDA issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Other: since the device remains implanted, the files from the programmer were reviewed. The files revealed an anomaly in the embedded implant's software. On some of the symphony devices, absence of atrial pacing output can be observed. A downloadable software has been designed to correct these types of events and will be automatically downloaded in the device memory upon initial interrogation with the new programmer version, upon approval. This reported event has no consequences on the pt safety and may remain implanted since the device was programmed to ddd mode at the end of the last follow-up. (B)(4).